Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, operating currents and excessive no delivery test due to no button response. Unable to confirm low battery life due to no button response. Device received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.